Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspection of the lead did not find any anomalies. A helix mechanism test was performed, and the helix was able to extend and retract by applying torque to the connector pin. The full helix extension length was measured within product specification. The reported events of defective helix and insulation damage were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to implant, the helix and insulation of the right ventricular lead were observed to be damaged. The lead was replaced to resolve the event and the patient was in stable condition.